Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the camera plug in bent prongs inside 2 different processors which caused image errors due to found flickering image due to bad video connector. Probable root cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera plug had bent prongs inside two (2) different processors which caused image errors. The issue was found during testing of the equipment for a diagnostic procedure. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera plug had bent prongs inside two (2) different processors which caused image errors. The issue was found during testing of the equipment for a diagnostic procedure. There was no patient involvement.